Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 04 aug 2015. The review was performed from the date of manufacture to the present date 24 may 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken IV pump needs to removed post op sds. When turned on unit, it displays check IV set. Replaced pressure sensor checked operations all checks passed. There was no patient involvement.